Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported the the device keeps breaking the needles. There was no harm for patient, operator or third party reported. This was noticed before the surgery. There was no case involvement. No further information received. ***update dw 25-sep-2024: further information was received that the needle in use with the plier broke during surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mff serial/batch number (B)(6) was received for evaluation. No broken needles were received for evaluation. The evaluated instrument was the ar-13999mff fastpass scorpion sl-mf with flushport, batch 10435618. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the ar-13999mff fastpass scorpion sl-mf with flushport, batch 10435618, manufacture date was 2019, according to the instrument records.